Event description:
The customer reported a frozen screen. Troubleshooting was performed. The screen was still frozen, then went blank with a constant tone. The backlight came on when the b button was pressed, then the buttons stopped working altogether. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to a problem with the liquid crystal display board. Unable to verify the frozen screen or backlight anomaly due to the blank display. No audio/beep was noted.